Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 588mg/dl which resulted in bruising. The customer was treated with intravenous fluids of saline and insulin, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. Device not returned.